Event description:
It was reported that the pt who had the disc herniation underwent a spinal procedure at c3-c6 using anterior fixation. It was reported that the screw might have backed out post op. No revision surgery is reported at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog # 876-013, was cleared in the united states.